Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone, reporting that the unit was connected to a provation df device, which had been experiencing issues earlier in the day. The end users utilized the provation mouse to capture the images and conclude the procedure. Subsequently, the customer contacted provation to resolve these issues. The scope was inserted. It was advised to check the release time s in the cv-190 menu. The customer reported that the times were set to the defaults listed in the cv-190 instruction manual. They then continued to test the release time with the inserted scope and reported that the time seemed to be getting quicker. The customer powered off the provation pc and olympus components, then powered on the provation pc and set up a test case. After powering on the olympus components, they allowed a couple of minutes for an electronic handshake between olympus and provation. The scope release time was tested again. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a delay in capturing images. The event occurred during a esophagogastroduodenoscopy diagnostic procedure that was completed with a same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.